Manufacturer narrative:
A sample has been returned and is in house. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the left switch button was sticking and would not advance. No patient impact. No harm to the patient.

Manufacturer narrative:
Additional information: the customer reported that the footswitch had a left switch that was sticking and would not advance. The reported event occurred before surgery. There was no reported harm to the patient. The footswitch was manufactured on may 6, 2008. Based on qa assessment, the product met specifications at the time of release. As of july 17, 2015, a review of complaints for the last 24 months did not indicate any additional related reports for this footswitch. The footswitch was received and a visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and found to meet product specifications. The customer reported event was not able to be confirmed. The footswitch was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).